Manufacturer narrative:
A3 sex updated. B2 outcomes attrib to adv event updated. B2 date of death updated. B5 describe event or problem updated. H1 type of reportable event updated. H6 impact code updated.

Event description:
It was reported that a cranial hemorrhage occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). During recovery the patient did not regain consciousness. The patient was transferred to the intensive care unit and cranial imaging was completed. A cranial bleed, attributed to the heparin administered during the index procedure, was identified and the blood drained. It was further reported the patient died prior to discharge after index procedure.

Event description:
It was reported that a cranial hemorrhage occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). During recovery the patient did not regain consciousness. The patient was transferred to the intensive care unit and cranial imaging was completed. A cranial bleed, attributed to the heparin administered during the index procedure, was identified and the blood drained.